Event description:
It was reported that the user discovered insulin leaking from the cartridge into the pump chamber, cleaned the chamber, changed supplies, and experienced hyperglycemia with a reported peak over 400 mg/dl and a current reading of 337 mg/dl; the user administered a manual subcutaneous insulin injection of 20 units and remained disconnected for two hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevated blood glucose for about five hours without hospitalization or medical intervention. Investigation included user troubleshooting and guidance to clean the chamber and replace supplies, with documentation of the affected cartridge lot. Investigation of this case revealed leakage at the cartridge component consistent with a cartridge or seal integrity issue leading to under-delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to cartridge leakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.